Event description:
Boston scientific received information that a red alert was identified for this system during a patient initiated interrogation (pii). No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Event description:
--

Manufacturer narrative:
(B)(4) additional information was received from the boston scientific sales representative stating that no additional details were obtained regarding this patient despite multiple attempts. This product issue will be re-evaluated if additional details are received.